Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. The customer also reported that they experienced high blood glucose over 600 mg/dl when sensor glucose was reading 250 mg/dl. The customer reported that they found leak at site. Troubleshooting was performed. The sensor and insulin pump will not be returned for analysis.